Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 03/17/2016. The fse found that the tubing through pinch valve pv37 was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
While troubleshooting the field service engineer (fse) found a leak in the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective eye wear at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.